Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement, the introducer needle allegedly broke into half inside the patient's body. It was further reported that the fractured part is left under the patient's skin, and the operator incises the skin to remove the fractured part. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the needle cannula is separated from the needle luer and bent was noted on the needle. Therefore, the investigation is confirmed for the reported fracture, material separation and identified deformation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement, the introducer needle allegedly broke into half inside the patient's body. It was further reported that the fractured part is left under the patient's skin, and the operator incises the skin to remove the fractured part. However, the current status of the patient is unknown.